Event description:
A doctor reported a retinal system displayed a system message and locked during a procedure. The surgery was aborted. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).